Event description:
It was reported that when the asymptomatic patient presented in clinic for follow-up the device exhibited episodes of non-sustained rv oversensing due to sensing discrepancies between the near and far field channels, as well as episodes of inappropriate auto-mode switching and competitive atrial pacing as a result of the programmed parameters. Programming changes were recommended and the device remains implanted.

Manufacturer narrative:
(B)(4).